Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Customer states the axle bolt was broken and lost. Customer doesn't know how it happened and customer disconnected before being transferred to customer service team.